Event description:
It was reported that the device sterility was compromised. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid-left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the appearance of a foreign material was noted. Flushing was carefully performed in accordance with the instructions for use (IFU), but air was present from the beginning. The procedure was completed with another of the same device. No patient injury or complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no damage. Microscope inspection showed that the tubing heat shrinks had wrinkles. Functional testing revealed that the catheter did not flush normally when the telescope was fully retracted or fully advanced.

Event description:
It was reported that the device sterility was compromised. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid-left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the appearance of a foreign material was noted. Flushing was carefully performed in accordance with the instructions for use (IFU), but air was present from the beginning. The procedure was completed with another of the same device. No patient injury or complications were reported.